Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the x-ray tube and performed generator and beam alignments. System operates as intended. This MDR is related to ge healthcare (B) (4).